Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no other evidence was shared for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. However, it has been communicated by the physician that "due to inadequate reduction, non-union occurred, resulting in persistent stress on the nail which led to fracture." If the device is received or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the distributor contacted the sales representative to report that a gamma4 nail used on a patient had broken."